Manufacturer narrative:
The insulin pump passed displacement test and selftest. Hardware low level failure alarm. (Variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that their insulin pump had an hardware low level failure. The customer¿s blood glucose was 97 mg/dl. Customer was able to successfully clear the alarm. The device will be returned for analysis.